Event description:
It was reported that there was an issue with the pump touch screen responsiveness. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.